Manufacturer narrative:
Batch review performed on 02 may 2018; lot 173810: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-20; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two months after primary the patient had a cardiac arrhythmia which caused him to fall. The patient complained of pain. After examination by the surgeon, the surgeon determined that the patient was also infected. The infection is unrelated to the fall. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully.